Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The endoscopic image disappeared when the bending section was angulated, due to the damage of the image sensor unit. There was an abnormality in the angulation due to the wear of the angle wire. There was looseness in the angulation fixing part of the control section. The control section, up / down plate, video cable, boot, light guide connector, light guide cover glass, and video connector case were scratched by external factors. Due to insufficient cleaning, dirt that was difficult to remove had adhered to the universal cord. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the monitor screen turned black when the bending section of the device was angulated. There was no report of patient injury associated with the event.